Manufacturer narrative:
(B)(4). A sample was requested for further evaluation. If additional relevant information becomes available, a follow-up MDR will be submitted.

Event description:
It was reported that a patient?s transfer set had disconnected, during the first dwell of peritoneal dialysis (pd) therapy. However the location of the disconnection had not been reported. The patient clamped the transfer set, following the disconnection, and went to the clinic the next day. The transfer set has been replaced and the patient was given prophylaxis cipro 750 mg (route and frequency was not reported), in order to prevent an infection. There was patient involvement, however no adverse event was reported.

Manufacturer narrative:
(B)(4). The device was evaluated and confirmed for damage to the female connector separating from the tubing. The cause of the damage could not be determined. There was no lot number available so no batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.